Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer that when entering a blood glucose (bg) value of 116 mg/dl, and 16 grams of carbohydrates into the bolus menu, the customer was unsure why the pump recommended a bolus request of 15.9 units. Tandem technical support had the customer re-enter the values into the bolus screen, and based on the customer's profile settings, the correct amount of insulin was being recommended by the pump. Review of the pump data logbook showed that the customer entered a value of "116" into the carbohydrates section instead of entering a bg value. The customer overrode the suggested bolus request, and delivered 1.1 units, and bg level was 116 mg/dl. The customer confirmed accidentally entering the bg value as a carbohydrates value in the bolus screen.